Event description:
Information received indicates the right siderail will not latch.

Manufacturer narrative:
The technician found the siderail mounting bracket was bent and the latch spring was worn. The technician replaced the bracket and latch spring to repair the bed.